Event description:
It was reported that following post-dilation of a vascular sent that was placed in a not pre-dilated sfa, angiograph showed that the stent appeared to be collapsed and possible fractured. An additional balloon was inflated and an additional stent was placed for further treatment. Final picture showed a nice angiographic result. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigation, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided confirm a twisting of the stent. A stent strut fracture could not be identified on the basis of the images. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigation of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual pt factors may contribute to the twisting of a stent in this region. As reported, no pre-dilation of the lesion was performed which may be another contributing factor to the reported event. On the basis of the information available, a definitive root caused could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent.